Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 3.0 pounds during prime and a33 test due to faulty gold fsr. No leak or moisture damaged at reservoir, electronic, motor, vibrator and battery tube assembly during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that the reservoir has a leak and that her child has experienced high blood glucose during the last few days. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. The customer was advised that the reservoirs would be replaced and to return the product for analysis. No further information was provided.